Manufacturer narrative:
(B)(4). Results of investigation: carefusion received the suspect device and the factory service department investigated the reported issues. Reported unit not powering up was confirmed. When the reported unit was powered on with good known power cord, it was noticed that the neither ac power led does not lit nor does ¿ready led¿ light up. Unit failed initial functional test at ac withstand test for uut failure to power up. Unit was opened up and inspected, bench testing revealed that the unit failure to power up was due to a nonconforming ac-dc converter; further testing could not determine the root cause of the ac-dc converter failure. After installing a new ac-dc converter in the palmtop docking cradle (ptdc), the reported unit passed 118.3 hours of extended test and also passed functional test for troubleshooting. Powering on issue was resolved by replacing ac-dc converter. Carefusion certified service technician was unable to duplicate the reported issue of unit getting overheated and produces a burning smell. Ptdc was opened up and inspected, there were no signs of burned residue found, unit passed 118.3 hours of extended bench testing without any abnormal/burning smell, ac socket connector was checked and did not show any signs of overheating during the duration of the test. Ac socket connector was replaced as a precaution.

Event description:
The customer reported that the unit does not power up and get overheated causes burning odor from the connection of the power cord. The customer reported that there was no patient involvement so there was no harm or injury.